Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the company representative (rep) had been in touch with nurse of managing physician (on (B)(6) 2025) and she stated patient was still in-patient, they had a cerebrospinal fluid (csf) leak and they had not done a blood patch as of yesterday. The hcp did not comment on spasticity. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that it was unknown if blood patch occurred, they had asked the managing physician and he was not able to provide an answer. The patient had severe headache and had to remain flat. The company rep attempted contact with the patient but had not been able to speak with him live and a voicemail was left. The patient remained hospitalized. Managing physician did not know specific answers. The hospitalist had mentioned doing a baclofen holiday. The managing physician had not started that process and he was not sure he would.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 24-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.